Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl. The customer was assisted with troubleshooting. Customer stated that site was detached. Belt clip was broken and the insulin pump was kept falling off and pulled off the line tubing. The device will not be returned for analysis.